Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received notes that the left ventricular lead could not be implanted and was not replaced due to patient anatomy.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during an implant procedure, the left ventricular (lv) lead dislodged during the implant process. The lv lead was not used and was not replaced. The patient was stable throughout the procedure.